Manufacturer narrative:
Conclusion code: previous code not applicable; event caused due to user error. (B)(4).

Manufacturer narrative:
Device evaluation - the lens was returned dry, in a micro centrifuge vial. Visual inspection found the lens with no visible damage and clear residue on the lens surface. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.2mm vticmo13.2 implantable collamer lens, -10/+6/120 diopter, in the patient's left eye (os) on (B)(6) 2017. According to the customer, because the patient became uncooperative during implanting, the lens did coming contact to the patient, but it was not fully implanted. Therefore, the surgery was aborted. On (B)(6) 2017 the lens was exchanged, and the patient is happy with the vision. As of the day of MDR submission, the lens has not been returned.